Event description:
It was reported that the pruitt f3-s balloon ruptured during inflation testing. The device was checked prior to use. It was not used on the patient. No patient injury was reported.

Manufacturer narrative:
The video provided confirmed the reported issue, demonstrating that the white balloon did not inflate when the fluidless syringe was actuated. While the event was verified, the exact root cause of the issue could not be determined. Per the IFU: "do not use air or gas to inflate the balloons. Inflate the balloons with sterile saline. Inflate both balloons up to the maximum recommended volumes with sterile saline and inspect for leaks. If there is any evidence of leaks around the balloons or if either balloon will not remain inflated, do not use the product. Attach a 3 ml syringe to the white stopcock and slowly inflate the clear balloon with up to 0.25 ml of sterile saline." Also stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Due to reports of similar issues for this product, CAPA 2024-005 has previously been opened to further investigate and address the issue.